Event description:
It was reported the patient had suboptimal therapeutic effect. The patient had increased urinary frequency that resulted in an unscheduled clinic visit and reprogramming. X-ray showed the lead had migrated and had been pulled from the bone table a little bit. The event was related to the programming and lead. The event was ongoing at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a loss of therapeutic effect and terrible bladder cramps. The patient had urgency and frequency. The lead had migrated and coiled. The lead tip projected over the right pelvis and was continuous without kinks. Electrodes 1, 2, and 3 were within the bone table suggesting the lead had been pulled back. The device was explanted and replaced and also resulted in in-patient hospitalization. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bfu0, implanted: (B)(6) 2013, product type: lead. (B)(4).